Event description:
This patient experienced an in stent restenosis five months after cypher stent implantation and was taken for elective CABG of the target vessel. This patient was admitted to the hospital with a chief complaint of silent ischemia as evidenced on a positive stress test. The patient was currently taking beta-blockers. The patient was taken urgently to the cardiac cath lab, where angiography revealed a de novo, moderate (18mm), 80%, stenosis in the proximal lad. A bolus of angiomax was administered via IV. A loading dose of 600 mg plavix po was also given during the procedure. There were no difficulties in accessing or wiring the vessel noted. The lad lesion was not predilated prior to stent placement. A 3.0 x 23 cypher stent was deployed with satisfactory results. The stent was post-dilated. Flow through the stented segment was timi iii. Residual stenosis was reported to be 0%. The pt was discharged on aspirin, plavix and beta-blockers the following day. Approx five mos later, the pt returned to the hosp and underwent coronary bypass (CABG) of the target vessel (lad).